Manufacturer narrative:
Surgical intervention took place on (B)(6) 2017, not (B)(6) 2017 as previously reported.

Event description:
It was reported that the patient has experienced an increased recharge burden and limited stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2017 where the ipg was replaced. The issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient has experienced an increased recharge burden and limited stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2017 where the ipg was replaced. The issue was resolved.